Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. There was no fault found with the device. Due to insufficient data, a clinical review could not determine if the device caused or contributed to the reported issue. A root cause could not be established. The device was retained by heartsine.

Event description:
The distributor contacted heartsine to report that their customer's device failed to provide a shock. The patient associated with the reported event did not survive.

Event description:
The distributor contacted heartsine to report that their customer's device failed to provide a shock. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.